Event description:
Device 4 of 4. Reference MFR report: 1627487-2012-10496, 1627487-2012-10497, 1627487-2012-10498. The patient received the scs system which included the ipg, two leads from different lots and two lead anchors from the same lot. It was reported, the patient had the scs system explanted stating the system worked as it should; however, she did not get the relief she required.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.